Event description:
When the patient was disconnected from the heart-lung machine and connected to an iabp, the customer reported that the unit generated a "no trigger" alarm, pump for a few beats, then generated another iabp using different cables but the problem persisted. The customer reported that "eventually the patient expired". Refer to medwatch report no. 2221819-2001-00197 for second unit involved.